Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The complaint cartridges were not returned for evaluation. Unused cartridges were returned; therefore, failure investigation cannot be performed. If the complaint device is ultimately received, a follow up report will be submitted.